Event description:
It was reported that the device reached elective replacement indicator (eri) in less than five years. The device was explanted and replaced. It was also reported that the right ventricular (rv) lead was capped and replaced due to a micro dislodgement caused by a loss of lead slack after initial implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable defibrillator 2009 (B)(6). (B)(4).